Event description:
It was reported that an unspecified access solution set was leaking from an unspecified location. The leak was observed during infusion of carboplatin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "unspecified access solution set" to "clearlink system continu-flo solution set". The leak was observed from the tubing. D4: the reported lot r24a10014 is not a valid baxter lot. Lot # and expiration date are unknown. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.